Event description:
It was reported that patient was charging the ipg frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.